Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/03/2015 with the following findings: a review of the black box data showed unexplained reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap had stripped threads and was unable to fully attach on to the pump. A power loss was observed with the returned battery cap. A test cap was used and was able to attach. The pump then was exercised for 24 hours with no power interruptions. The pump case was removed and no evidence of moisture ingress or loose components was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. The battery cap was reportedly not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.